Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous balloon angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous left superficial femoral artery. A 5.5x30mm sterling balloon was advanced to the lesion, inflated to 14 atms and ruptured. The procedure was completed with another sterling balloon. No patient injuries or complications occurred. Patient status is satisfactory.